Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the insulation beak failure is mechanical component problem, but the root cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath exhibited the ceramic tip (insulation beak) was missing. There was no patient involvement.